Manufacturer narrative:
The device successfully passed cavity integrity assessment, and ablation testing. The product performed as intended during laboratory testing. No visual imperfections were noted with the device electrode array. The reported complaint and adverse event cannot be confirmed. This observation will be monitored and trended. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant.

Event description:
It was reported that 18 seconds into the ablation procedure the patient arrested. The ablation was immediately stopped and a code blue was initiated. Chest compressions and a defibrillator were used to stabilize the patient. Patient was sent to the recovery unit and may have been kept overnight for monitoring. No additional details available.